Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: (B)(4) - the full lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo, the proximal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported that the atrial lead failed and was apparently fractured. The lead was capped and replaced successfully. No patient complications have been reported as a result of this event.